Manufacturer narrative:
(B)(4)

Event description:
It was reported the clinician threaded the vps7220b biosensor through the cdc-45552-hpk1a PICC and inserted the catheter into the patient. When withdrawing the biosensor, the clinician felt resistance and the biosensor broke. As a result, the entire catheter was withdrawn to make sure the biosensor did not lodge in the patient. Another catheter was placed successfully the next day. There was no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). It was reported the clinician threaded the vps7220b biosensor through the cdc-45552-hpk1a PICC and inserted the catheter into the patient. When withdrawing the biosensor, the clinician felt resistance and the biosensor broke. Verification testing could not be performed since the biosensor stylet was not returned for evaluation. One arrow cg+ 5.5 fr 2-lumen catheter was returned with the body cut off at the 26/29 cm mark. The cdc-45552-hpk1a kit involved in this incident is sold separately from the vps stylet. This kit contains a .018 spring wire guide. No defects or anomalies were observed on the returned section of catheter. Catheter graphic requires that a .018 inch diameter spring wire guide must pass through the distal lumen with minimal resistance. A gage wire (.018") passed through the distal lumen with minimal resistance. A (.021") gage wire could not be passed through the distal lumen. Therefore it appears that the catheter is not compatible with the vps stylet. The vps stylet instruction booklet states that arrow vps stylets are designed to be used with catheters with a minimum inner lumen other remarks: diameter of .021 inches, while the mc-45552-003a catheter involved in this incident is designed for use with an .018" diameter spring wire guide. A device history record review was performed on the vps stylet and did not reveal any manufacturing related issues. Since the catheter is sold separately from the spring wire guide, use error caused or contributed to this event. A customer in-service was initiated for this issue.